Manufacturer narrative:
Sc-1132 (sn (B)(4)). Device evaluation indicated that the complaint of the charging issue was verified. The device showed higher consumption that was exceeding the normal range. When the device was turned off, the battery depletion and sleep current rates were slightly higher than the expected ranges 14.78 mv per day and 149 ua respectively. The exact component that's causing the high current draw could not be determined since the thermal camera could not detect a hot spot. The patient data showed the device charging pattern had been consistent until recently and changed to irregular pattern suggesting that the device characteristics changed while the ipg is still implanted to patient.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.